Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when they opened the vasoview hemopro endoscopic vessel harvesting system, the jaws on the unit were broken. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the hot jaw silicon was detached from the top of the jaw. The heater was somewhat bent. There was some additional silicon in the crux of the jaws. There was no evidence of blood. Based upon the visual observations, the reported complaint for "jaws defective" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).